Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure as going as planned and the (was) was positioned in the appendage. The wds was advanced and snapped into place in the usual fashion. The entire system then jumped forward for unknown reasons. The watchman closure device was then deployed and it was determined (by fluoroscopy) that the device had perforated the back wall of the appendage. A pericardial effusion then ensued and the physician performed a pericardiocentesis to extract the fluid. The patients blood pressure dropped but remained in stable condition throughout this entire event. The cardiac surgeon was called in and decided to perform a sternotomy in the room to remove the watchman closure device. The device was then removed by the surgeon and the appendage was closed. The patient did very well after surgery and is recovering in stable condition. The patient is oriented and doing well now.